Event description:
The customer for case (B)(4) states the patient was diagnosed with pancreatitis due to aligner wear. The patient is seeing their primary care physician on (B)(6) 2022, to obtain the medical records that show the diagnosis.

Manufacturer narrative:
Clear correct findings: a review of the manufacturing floor was performed where it was confirmed that processes are being performed as procedurally required and the aligners should not have met with any contaminants. Clinical evaluation: the complaint begins with a statement that "the patient was diagnosed with pancreatitis due to aligner wear" and indicates that the patient has an appointment with a physician on (B)(6) 2022. No further information is provided. At this time, there are no known relationships between aligner therapy and pancreatitis and the two may simply be coincidental. Nevertheless, continued appraisal of the situation as well as information from the physician would be warranted to confirm or rule out any possibility of cause and effect.